Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient indicated that their stimulator did not seem like it worked anymore. Caller did not have any further detail. No symptoms were reported. No further complications were reported or anticipated with this event.